Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue on the two pumps (10e16211, 10e11478) of the s5 console. He replace the switch buttons and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during procedure two s5 roller pumps on a s5 system did not stay on and when the user tried to power off/on the switch button did not stay engaged. There was no report of patient injury.

Manufacturer narrative:
H.10: the affected switches were returned to livanova and visual inspection results confirmed the reported issue.

Event description:
See initial report.